Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx fully covered rmv stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient had a history of chronic pancreatitis and severe recurrent pancreatitis due to hypertriglyceridemia. The patient was enrolled in the study for treatment of pancreatitis with stent indwell greater than 3 months to less than or equal to 6 months. Reportedly, the patient had one prior plastic stent. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain, and fever and chills. Liver function tests were performed on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A prior biliary sphincterotomy was performed and prophylactic antibiotics were administered. During the procedure, the plastic biliary stent was removed. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On an unknown date, the patient developed a duodenal stricture due to pancreatitis prior to a scheduled removal in (B)(6) 2016. Reportedly, the patient underwent gastrojejunostomy. On (B)(6) 2016, during a CT scan, it was noted that the stent had a proximal migration. The stent could not be removed due to the duodenal stricture which precluded the ampulla. On (B)(6) 2016, the patient presented with cholangitis and jaundice. It is unknown whether the cholangitis and jaundice are related to the study stent. The physician attempted another ercp but could not dilate the stricture. The study stent remains implanted and the patient underwent percutaneous biliary drainage with an internal-external drain through the study stent. Reportedly, the patient has been deemed non-surgical candidate for bile duct exploration due to portal venous thrombosis and multiple collaterals.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx fully covered rmv stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of chronic pancreatitis and severe recurrent pancreatitis due to hypertriglyceridemia. The patient was enrolled in the study for treatment of pancreatitis with stent indwell greater than 3 months to less than or equal to 6 months. Reportedly, the patient had one prior plastic stent. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain, and fever and chills. Liver function tests were performed on (B)(6). The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A prior biliary sphincterotomy was performed and prophylactic antibiotics were administered. During the procedure, the plastic biliary stent was removed. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On an unknown date, the patient developed a duodenal stricture due to pancreatitis prior to a scheduled removal in (B)(6) 2016. Reportedly, the patient underwent gastrojejunostomy. On (B)(6) 2016, during a CT scan, it was noted that the stent had a proximal migration. The stent could not be removed due to the duodenal stricture which precluded the ampulla. On (B)(6) 2016, the patient presented with cholangitis and jaundice. It is unknown whether the cholangitis and jaundice are related to the study stent. The physician attempted another ercp but could not dilate the stricture. The study stent remains implanted and the patient underwent percutaneous biliary drainage with an internal-external drain through the study stent. Reportedly, the patient has been deemed non-surgical candidate for bile duct exploration due to portal venous thrombosis and multiple collaterals. Additional information received on december 28, 2016. The patient developed a duodenal stricture and underwent a gastrojejunostomy in (B)(6) 2016. Reportedly, approximately 8 months post stent implantation, during the subsequent percutaneous drainage, it was noted that the stent was occluded with debris. According to the complainant, the stent occlusion likely caused the obstruction leading to jaundice and cholangitis. There were no further patient adverse events reported. Additional information received on may 26, 2017. The patient underwent a percutaneous transhepatic cholangiography (ptc) to treat the cholangitis and jaundice. The stent was not removed because they could not traverse the stricture with the endoscope. Additional information received on june 27, 2017. On (B)(6) 2017, the patient experienced fever/chills, jaundice and dark urine. In addition, the cholangitis and jaundice occurred as a result of proximal migration and occlusion of the study stent. Additional information received on june 28, 2017. On (B)(6) 2017, an assessment of biliary obstructive symptoms reported fever/chills, jaundice and dark urine. The patient was hospitalized on (B)(6) 2016 and discharged on (B)(6) 2016. The cholangitis was considered resolved on (B)(6) 2016 and the jaundice was considered resolved on (B)(6) 2016.

Manufacturer narrative:
Updated with the additional information received on may 26, 2017.

Event description:
It was reported to boston scientific corporation on december 06, 2016 that a wallflex¿ biliary rx fully covered rmv stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of chronic pancreatitis and severe recurrent pancreatitis due to hypertriglyceridemia. The patient was enrolled in the study for treatment of pancreatitis with stent indwell greater than 3 months to less than or equal to 6 months. Reportedly, the patient had one prior plastic stent. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain, and fever and chills. Liver function tests were performed on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A prior biliary sphincterotomy was performed and prophylactic antibiotics were administered. During the procedure, the plastic biliary stent was removed. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On an unknown date, the patient developed a duodenal stricture due to pancreatitis prior to a scheduled removal in (B)(6) 2016. Reportedly, the patient underwent gastrojejunostomy. On (B)(6) 2016, during a CT scan, it was noted that the stent had a proximal migration. The stent could not be removed due to the duodenal stricture which precluded the ampulla. On (B)(6) 2016, the patient presented with cholangitis and jaundice. It is unknown whether the cholangitis and jaundice are related to the study stent. The physician attempted another ercp but could not dilate the stricture. The study stent remains implanted and the patient underwent percutaneous biliary drainage with an internal-external drain through the study stent. Reportedly, the patient has been deemed non-surgical candidate for bile duct exploration due to portal venous thrombosis and multiple collaterals. **additional information received on december 28, 2016** the patient developed a duodenal stricture and underwent a gastrojejunostomy in (B)(6) 2016. Reportedly, approximately 8 months post stent implantation, during the subsequent percutaneous drainage, it was noted that the stent was occluded with debris. According to the complainant, the stent occlusion likely caused the obstruction leading to jaundice and cholangitis. There were no further patient adverse events reported. **additional information received on may 26, 2017** the patient underwent a percutaneous transhepatic cholangiography (ptc) to treat the cholangitis and jaundice. The stent was not removed because they could not traverse the stricture with the endoscope.

Event description:
It was reported to boston scientific corporation on december 06, 2016 that a wallflex¿ biliary rx fully covered rmv stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(4) trial. The patient had a history of chronic pancreatitis and severe recurrent pancreatitis due to hypertriglyceridemia. The patient was enrolled in the study for treatment of pancreatitis with stent indwell greater than 3 months to less than or equal to 6 months. Reportedly, the patient had one prior plastic stent. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain, and fever and chills. Liver function tests were performed on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A prior biliary sphincterotomy was performed and prophylactic antibiotics were administered. During the procedure, the plastic biliary stent was removed. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On an unknown date, the patient developed a duodenal stricture due to pancreatitis prior to a scheduled removal in (B)(6) 2016. Reportedly, the patient underwent gastrojejunostomy. On (B)(6) 2016, during a CT scan, it was noted that the stent had a proximal migration. The stent could not be removed due to the duodenal stricture which precluded the ampulla. On (B)(6) 2016, the patient presented with cholangitis and jaundice. It is unknown whether the cholangitis and jaundice are related to the study stent. The physician attempted another ercp but could not dilate the stricture. The study stent remains implanted and the patient underwent percutaneous biliary drainage with an internal-external drain through the study stent. Reportedly, the patient has been deemed non-surgical candidate for bile duct exploration due to portal venous thrombosis and multiple collaterals. Additional information received on december 28, 2016. The patient developed a duodenal stricture and underwent a gastrojejunostomy in (B)(6) 2016. Reportedly, approximately 8 months post stent implantation, during the subsequent percutaneous drainage, it was noted that the stent was occluded with debris. According to the complainant, the stent occlusion likely caused the obstruction leading to jaundice and cholangitis. There were no further patient adverse events reported.